Event description:
It was reported that the pt underwent a sling procedure in 2004. Two days later emphysema was noted in the abdominal wall. The pt was not complaining of pain at that time. On the evening of same day the surgeon confirmed that part of the intestine had been perforated by the sling. Surgeon performed a colostomy and removed part of the intestine and sling.